Event description:
Following placement and ballooning of a gore tag thoracic endoprosthesis, the device moved proximally. The radiopaque gold band of the device landed at the distal ostial edge of the inominate artery, with the flares of the device just inside the ostium of the artery. The physician chose to leave the device, as the pt was receiving sufficient blood supply to the brain.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.